Event description:
It was reported to philips that the ac module for the device was defective. The customer stated the ac module led is off when connected to wall power, indicating the ac module is defective and needs to be replaced. There was no reported patient or user involvement and no adverse patient/user impact.